Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, burning sensation. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress, dust/dirt contamination, and slight black contaminant in the air inlet, throughout device enclosure, blower seal, on the blower box and in the blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress, dust or dirt, keratin, and black particulate contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, burning sensation. There was no report of patient harm or injury. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device, evidence of liquid ingress to the blower housing and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device as powered on and provided flow. No errors were logged. The manufacturer concludes the device had evidence of dust, liquid ingress and keratin-like contamination. There was evidence of sound abatement foam degradation.